Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the distal end. Additionally, the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis. Failure analysis investigation also found the following damages to the instrument: the housing was removed to find the pitch cable loose and derailed at the clamping pulley but the clamping pulley screw was not loose. There was visible residue on the clamping pulley by the cable rails and an orange like color by the bearings side. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy with lymph node dissection procedure, a wire was sticking out of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.